Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no other complaints reported for this lot. Further investigation was initiated to investigate an increase in the absolute pro ll complaint rate for deployment related issues. The investigation found the deployment related issues to be associated with manufacturing causes resulting in an increase in frictional force between components (the outer member and I-beam) that interact during the stent deployment. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was performed to treat a mildly calcified and tortuous lesion in the superficial femoral artery (sfa). A 5x150mm absolute pro self-expanding stent (ses) was advanced to the lesion over a .035" supracore guide wire; however, it was noted that the stent could only be partially deployed due to a mechanical jam with the thumbwheel. An attempt to manually deploy the stent by dissembling the handle was made, but was not successful. Therefore, the ses was removed partially deployed and a 5x150mm non-abbott stent was used to complete the procedure. There was no adverse patient sequela nor clinically significant delay in procedure reported. No additional information was provided.